Event description:
Female patient taken to surgery for repair of her torn meniscus on right knee. Upon using the smith & nephew turbo trimmer 4.5mm blade, the surgeon noticed the shaver blade appeared to be giving off metal shavings. The surgeon immediately stopped using this blade and thoroughtly irrigated the patient's joint to flush out the remaining metal-like fragments. Surgeon felt confident all fragments were irrigated out of the joint. The blade was removed from the surgical field and sequestered for risk management pick up. Surgeon was able to complete the procedure using another shaver (same type and model number, but different lot) without further incident. Patient was taken to pacu for recovery and was later discharged home. No harm to patient.======================manufacturer response for 4.5mm turbo trimmer blade, dyonics (per site reporter)======================we have reported metal shavings during procedures with quite a few dyonics shavers of various model numbers. In a recent letter from the manufacturer, after the evaluation of a device, the manufacturer concluded the device was bent from excessive force. We have 3 very well respected and highly effective orthopedic surgeons who have all reported this issue and none feel excessive force was applied.